Event description:
Customer reported that after the system was turned on, the system will not work. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the display adapter pcb, celeron single board computer kit, image processor pcb, and loaded software. Flashed nodes. Loaded calibration files. Verified system operation. System operates as intended.